Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The mbf was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed no thermal damage. No portion of the conductor wire insulation is missing, and the wires are not exposed.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the conductor wire was loose and broken on the maryland bipolar forceps (mbf). The customer used a backup mbf instrument to continue with the procedure. No known impact or patient consequence was reported.